Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd plastipak¿ 20ml syringe luer-lok¿ there was an issue with foreign matter. The syringe had a piece of plastic inside it. The following information was provided by the initial reporter, translated from french to english: piece of plastic inside the syringe

Manufacturer narrative:
Investigation summary: one sample photo was provided to our quality engineer team for investigation. Upon visual inspection of the sample, a black particle was identified inside the syringe. A device history record review did not reveal any documented quality issues during the production of lot number 1903276 that could have contributed to this incident. Though our investigation the particle was identified to be a piece of residual trim from the stopper. This component is provided by an external supplier. Based on the available information, a root cause related to our manufacturing process cannot be identified at this time. A scar, supplier corrective action request, has been sent to the supplier site regarding this issue. Complaints received for this device and reported issue will continue to be tracked and trended for future occurrence.

Event description:
It was reported that before use of the bd plastipak¿ 20ml syringe luer-lok¿ there was an issue with foreign matter. The syringe had a piece of plastic inside it. The following information was provided by the initial reporter, translated from french to english: piece of plastic inside the syringe.